Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. As part of our investigation, the service center followed up with the customer regarding the reported event and was informed that scope cultures are performed monthly. The cleaning and disinfectant solution that is being used are asp advanced sterilization products, which are cidex opa-c and cidezyme detergent. Pre-cleaning is done immediately after a procedure. The scope¿s elevator is brushed with a sterile brush. Suction is performed for a standard amount of time to be sure everything is out of the inside of the scope. The scope is being leak tested prior to manual cleaning. A medivators veriscan is used to leak test the scopes. An olympus single-use and dual brush (model/lot# unknown) are used to manually clean the scopes and to brush the channel. The outside of the channel is wiped with a sponge that has a detergent inside. The cleanest part of the scope is wiped first and then the dirtiest part. The facility states a step by step guide is used that includes complete reprocessing steps and how to properly clean the scope manually. The scope is manually cleaned and put into the evotech for two cycles. The user facility reports that the scope cycle is performed twice as a precaution. Alcohol is flushed through the channel prior to drip drying in the cabinet. The scopes are being stored vertically in a scope cabinet and are air dried. The scope is not eto sterilized. The minimum effective concentration of the automatic endoscope reprocessor (aer) is constantly checked and recorded by the unit. The date of the last preventative maintenance (pm) for the aer is unknown. However, the facility reports its biomed maintains each device. It is unknown when the last in-service was performed with an endoscopy support specialist (ess) onsite. The facility performs a yearly competency with their staff and it is hands on. The experts reprocess the scopes and are properly trained. There has been a change in the reprocessing personnel however, this was after this scope cultured positive. A review of the instrument history showed the scope was last returned for service on (B)(6) 2019 for annual maintenance. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive multiple times for microorganisms after reprocessing. The scope reportedly cultured positive for staphylococcus pettenkoferi in (B)(6) 2020. The user facility considered this to be of low risk and did not notify the manufacturer. The scope was quarantined for six days. The scope was then re-cultured and tested positive for over 300 colonies of staphylococcus warneri. Samples were taken from the elevator, biopsy and other parts of the scope. However, the facility was unable to determine the affected area of the scope. The scope has not been used on a patient as it has been quarantined due to the repeat positive culture. There have been no associated patient infections.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device evaluation and laboratory results. The legal manufacturer confirmed that there was no repair history of the subject device. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument/suction channel, distal end and elevator mechanism was cultured and tested positive for the following organisms: staphylococcus epidermidis and paenibacillus shunpengii. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received device and used an olympus boroscope to verify the condition of the biopsy and suction channels. Upon inspection of the biopsy channel, there were no signs of foreign material within. However, a large tear mark was found on the biopsy channel wall near the control body side. Also, the biopsy channel had a minor kink near the middle section. Further inspection of the suction channel with the boroscope, and did not find any foreign material, or damages within. The forceps elevator was positioned in the up direction, and it was verified that there was no debris, or foreign material wedged inside the groove of the elevator. The bending section cover, bending section cover glue, and insertion tube are non-olympus. The tjf-q180v video scope passed the water dunk-leak test check. Other finding's include, discoloration on labeling located on the body control unit. In addition, on 9/16/20,an olympus endoscopic support specialist (ess) was dispatched to the user to observe the user facility¿s reprocessing practices and provide an in-service training if necessary. The ess reported that the facility¿s staff missed or incorrectly performed brushing steps of the forceps elevator during manual cleaning. The staff did use the maj-1888 to perform the required forceps elevator brushing following the brushing of the channels; however, does not always uses a syringe to flush the forceps elevator/recess. The staff also does not have suction in the reprocessing room and are not performing the required aspiration steps using the suction cleaning adapter. It was that the staff used an acu-sinq complete to flush the endoscope channels. The ess reported that the findings were discussed with the staff and a reprocessing in-service was performed which demonstrated the reprocessing steps from manual cleaning to the flushing of the endoscope channels including the aspiration step which had been omitted. The ess then discussed the reprocessing deviations with the facility¿s endoscopy nurse manager, reiterated the importance of using the device reprocessing manual and provided a tjf-q180v cleaning guide poster for the reprocessing room. Furthermore, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer presumed that the cause of germs detected was follows. However, it is difficult to specify. 1. User¿s cds process possibly differed from the process of sbc. 2. Contamination possibly occurred in microbiological testing.